Event description:
It was reported that patient had right hip revision due to pain. Surgeon took off metal head of accolade stem, removed blackening on trunion, and replaced it with v-40 taper sleeve.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.